Manufacturer narrative:
B3 - date of event/procedure will be estimated as (B)(6) 2026. H6 medical device problem code: 2017 - use after expiration. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that some devices were being delivered by the distributor to the hospitals that were expired. The devices are being delivered in a small passenger car, under very intense heat. Some of the expired products are being used in the patients. No additional information was provided.